Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer(lm) reviewed the content of this complaint for further investigation. The lm reviewed the repair history for this device and confirmed that the subject device was not repaired in past one year. The lm reported that the improper reprocessing was attributed to user mishandling. The lm recommended that the customer follow the IFU. In IFU, a warning was described as follows about inappropriate reprocessing. We determined that there was deviation from IFU regarding this reported event. ¿important information - please read before use: warnings and cautions: after using this endoscope, reprocess and store it according to the instructions given in the endoscope¿s companion ¿reprocessing manual¿ with your endoscope model listed on the cover. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection.¿

Manufacturer narrative:
As part of our investigation, the ess performed an in-service, which covered pre-cleaning, leak testing, and manual cleaning in accordance to the manufacture¿s reprocessing recommendations. Also, discussed care and handling as well as repair reduction tips. The ess reported that later in the day on june 25, 2020 a follow up call was received from the facility¿s spd manager who stated the reprocessing findings were provided to the or director and that new changes will be implemented starting immediately and the gi department will be reprocessing all of the flexible scopes. In addition, the ess reported that the information for the brushes and reprocessing steps along with the ontrack forms were provided to the spd manager via email on june 26, 2020. The device was not returned to the service center for evaluation. A review of the instrument history revealed the scope was last returned for service on june 16, 2016 for a hole in the lg tube and leak. The instruction manual for use provides a warning statement in an effort to prevent cross contamination and equipment damage. ¿after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection.¿

Event description:
The service center was informed that on (B)(6) 2020, an endoscopy support specialist (ess) was dispatched to the customer¿s site to observe the facility¿s reprocessing methods and provide an in-service. The ess reported that prior to beginning the in-service the facility¿s staff talked through the pre-cleaning and leak testing but were inconsistent regarding the manual cleaning at the sink side. The staff missed the aspiration steps and stated a reusable brush was utilize on the facility¿s scopes. The ess observed the brush was hanging on the wall. The ess reported after the observation the spd manager was informed that staff was reusing the reusable brush without reprocessing it and that the staff was missing the suction step. The staff reported that the scopes were leak tested in the sterile processing department (spd), and then transported to endo department for cleaning. The spd manager went to the endoscopy department to find out how its staff was reprocessing the or scopes and was informed by a gi staff member that the scope is only placed into the automatic endoscope reprocessor (aer) without manually cleaning being performed. There were no patient infections or positive device culture reported.